Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus. The customer's allegation was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device. A review of the device history record found no deviations that could have caused or contributed to the reported issue should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device's sheath surrounding the needle was detached from it and remained in the operating channel; "only the needle came out." "The doctor was then able to remove everything." This event occurred during handling of the equipment for a therapeutic bronchial endoscopic ultrasound. There are no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's sheath surrounding the needle was detached from it and remained in the operating channel; "only the needle came out." "The doctor was then able to remove everything." This event occurred during handling of the equipment for a therapeutic bronchial endoscopic ultrasound. There are no reports of patient harm.